Event description:
It was reported that the patient underwent an initial knee surgery and approximately 11 months later, the patient was revised due to arthrofibrosis. The tibial component and poly were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42532007502 - tibia cemented 5 degree stemmed right size f - 65482034. 42540200029 - all-poly patella cemented 29 mm diameter - 65722110. 42502606602 - femur cemented cruciate retaining (cr) standard right size 9 - 65432541. 66022663 - palacos r + g (1x40) - 62691185. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00088.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.